Event description:
A healthcare facility in (B)(6), reported to a fisher & paykel healthcare (fph) representative that the bc801 nasal mask was becoming detached from the flexitrunk. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint device was not returned to fisher & paykel healthcare for evaluation. Therefore, our investigation is based on the information provided by the hospital, previous investigations of similar complaints and our knowledge of the product. The hospital staff reported that the mask detached from the flexitrunk. Without the return of the complaint device we are unable to determine the root cause of the problem reported by the customer. Since the reported incident, a fph rep has been in contact with the customer to answer any questions and reiterate our user instructions which includes a pictorial diagram showing the correct setup and use. The user instructions that accompany the fph infant interface indicate in pictorial form the correct set-up and use/fitting of infant interface devices. The following checks are also stated in the user instructions: - "connect prongs or mask to nasal tubing ensuring that it is inserted fully." - "check patient frequently for signs of redness, pressure sores or irritation which may result from extended prongs or mask use. Hourly checks are recommended." - "alternating between mask and prongs can reduce the risk of irritation. Alternating every four to six hours is recommended."